Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt presented at the clinic with pain. CT shows large pelvic mass. Biopsy/pathology shows grossly elevated chromium levels. Revision tha shows metal wear and burnishing on stem morse taper, head morse taper and superior and inferior portion of modular neck. Hip tissue at joint is dead.